Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. The speaker was replaced to resolve the issue and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.